Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 210.6021. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 09jul2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received error code 210.6021. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 210.6021. There was no patient involvement.